Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to mechanical failure or operator error or user hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was inserted in the patient on (B)(6) 2021 experienced the bleeding immediately upon insertion and a blood clot was came out continued to bleed for 2 days. On (B)(6) 2021 the patient felt a stabbing pain and blood gushed into the bag and leaked around outside the catheter. It was stopped after 5 minutes but continued to see the blood in the urine for 24 hours. Also the patient had a complaint about the urine bag had smell coming from the urine was strong and unpleasant. It was enclosed the bag inside a zip lock bag with a hole cut in it for the hose to minimize the smell. It seemed that the plastic used was permeable because it has a potent smell.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was installed on the (B)(6) 2021 and was bleeding immediately upon insertion and there was a blood clot that came out; and continued to bleed for 2 days then on (B)(6) 2021. Patient felt a stabbing pain and blood gushed into the bag and leaked around the outside of the catheter. It did stop after 5 minutes; but continued to see blood in the urine for 24 hours afterwards. Also patient had a compliant about the urine bag, that the smell coming from the urine bag is strong and unpleasant. I enclose the bag inside a ziploc bag with a hole cut in it for the hose to minimize the smell. It seems the plastic that used was permeable because it has a potent smell. Medical intervention was unknown.